Manufacturer narrative:
(B)(4).

Event description:
A report was received stating that one week following intubation, a tracheostomy tube's cuff would not remain inflated. The patient's caregiver reported, "cuff is deflating at night and requires additional air to be added". Recannulation of the patient was required. There was no patient harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference (B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. Complaint trends will continue to be monitored .